Manufacturer narrative:
(B)(4). Concomitant products: 141232 - biomet cc cruciate tray 67mm - j6976484; unknown - unknown femur - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, the patient had a fall and underwent a revision as the surgeon had thought the locking pin had broke. During surgery, it was discovered that the locking bar had not fractured but they felt that the poly did get a little deformed. They replaced the implant with a new poly and locking bar. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.